Event description:
The analyzer produced a series of results with low light signal. This scenario is consistent with depletion of signal reagent during operation of the analyzer which could cause false negative ckmb and beta-hcg results. There was no report of pt harm as a result of this occurrence.